Event description:
The clinic reported that a laser vision correction patient presented with a fiber at the superior nasal edge of the right flap at 2 weeks post treatment. No inflammation associated. No visual disturbance. It was elected to irrigate this from under the flap foreign body under flap and remove it. This was accomplished without difficulty. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient no complaints. Patient reported symptoms are not interfering with daily activities and resolved on (B)(6) 2014 bcva from (B)(6) 2015: right eye pre-op 20/15 -2.75 x -1.25 x 99; left eye pre-op 20/20 -2.50 x -1.25 x 75.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.